Event description:
It was reported that interrogation of the pulse generator revealed atrial noise. The pocket was opened and the atrial lead tested without noise when disconnected from the pulse generator. Noise began again when the lead was reconnected. The pulse generator was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.